Event description:
In march 2004, the pt reportedly a loss of lock between their external equipment and the device. In march 2004, the pt was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made so that lock was achieved. The pt reportedly experienced loss of lock during the weekend (date not given). Three days later the pt reportedly was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Two days later the pt was seen by a co rep for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.